Event description:
Manufacturer's investigation of returned product found that a properly seated lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.